Event description:
It was reported that the packaging of this sterile product has an irregularity; seal is partially peeled up. There was no injury or surgical delay associated with this event.

Manufacturer narrative:
Investigation findings: the bur was received for evaluation. An examination of this packaging found a weak seal at the vendor chevron, which does not meet our packaging specification. Further investigation did find the packaging sealed and there was no breach in the sterility of this product.